Event description:
A customer contacted beckman coulter (bec) reporting that their coulter hmx autoloader analyzer (115v) leaked less than 1 ml of diluent but could not locate the source of the leak which was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and protective eyewear at the time of the occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse found the leak at the pinch valve pv49 in tubing located between the feed thru fittings ff183 and ff173. The fse replaced all tubing routed through pv49 and performed verification which confirmed no further leakage. Failure mode: the leak is related to worn tubing at pinch valve pv49 per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).